Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached and missing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been declared during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a case, the jaws were broken when the package was opened. No patient involvement.